Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 was failed. A field service engineer turned off the machine and replaced the micro switches. Then went to the hardware test application and completed the final test. The customer was then able to successfully recover and complete the inventory count. The micro switches were replaced and tested in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was failed. Customer tried to recover the device, but issue doesn't resolve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.